Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed no disposable/cassette detected. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event history confirmed cassette not attached properly error was found 17 times. Visual and functional testing was performed. A moderate bubbled downstream occlusion (dso) seal was found. The reported problem cannot be replicated. Performed functional tests and no alarms or issue found. The most likely cause of the report error is dso sensor. Replaced dso sensor to resolve report error. This device passed all functional tests after the repair.